Event description:
Caller reported cgm error 42, which involved a malfunction with the continuous glucose monitor. The customer's blood glucose level was not adversely impacted, as normal function was restored after addressing the error. Technical support provided information for a pump reset and guided the caller through the process, leading to a successful sensor session without further error codes.